Manufacturer narrative:
Concomitant medical products: product ID 97740, serial# (B)(4), product type: programmer, patient. Product ID 97754, serial# (B)(4), product type: recharger. Product ID 977a260, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2014, product type: lead. Product ID 977a260, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
The MRI technician reported that the patient had their implantable pulse generator (ipg) removed but the leads were left in. They were trying to do a brain scan and guidelines were reviewed. The technician had no clue why the leads were left in. Additional information received from the healthcare provider (hcp) reported that the ipg was explanted per the patient's request. The leads were also removed. The ipg was overdischarged due to non-charging. Relevant medical history included non-malignant pain and failed back surgery syndrome. No further follow-up was required.